Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) replaced the main board and turbine board. The carefusion fsr reported system checks are working within manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr (transducer) fault alarms. The customer reported the unit does auto cycling. The issue occurred during patient use; the customer reported the patient was switched out from the suspect device to another working unit. There is no report of patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect pcba (printed circuit board assembly) main board was received by the carefusion failure analysis lab for evaluation. The representative visually inspected the part and installed the component in a known good unit. The main board received vent inop (inoperable) alarms and the events log recorded xdcr fault (transducer fault. The representative reported all transducer tests passed, however, after cooling the transducers down, the exhalation pressure calibration failed. The representative was able to duplicate the reported issue and determined the root-cause to be sulfur exposure within the operation environment. This issue will be internally investigated within carefusion.